Event description:
It was reported that the device went to early elective replacement indicator due to high thresholds on the left ventricular lead. The device was explanted and replaced. The lead was partially removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t competitor implantable pacing lead: (B)(6) 2004. 6947 implantable defibrillation lead: (B)(6) 2010. (B)(4).